Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported excessive no delivery alarms and high blood glucose. On (B)(6) 2014, customer woke up and her blood glucose was 432 mg/dl. Her insulin pump kept alarming no delivery all night. In the morning, the device was still alarming no delivery. She had to take manual injections to control her blood glucose. She also stated, she is burning ketones, causing her to smell bad. Customer declined troubleshooting because, she already went through all of it in the past. Replacement reservoirs and infusion sets were sent. Nothing further reported.